Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit lost the ECG signal on console.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1, for event site name: (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (address, postal code, state) corrected data: b4(lot number) this is pump complaint . Lot no is not appklicable for the hardware devices. Please disregard the previous provided value.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit lost the ECG signal on console. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Unable to replicate the customer's reported issue ECG acquisition not functioning. As a precautionary measure, fse performed a full calibration, functional testing, and safety check to factory specifications. The device is now ready to return to the customer and clear for use.